Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a surgery the shaver blade fell out of the hand piece. There was no harm for patient, operator or third party reported. No further information received. Update dw 22-nov-2023: further information were provided that the event occurred during a knee arthroscopy. However it was further reported that no issue with the shaver blade has occurred. An issue with the flush connection has occurred.

Manufacturer narrative:
(No problem found) the evaluation did not reveal any issues relevant to the reported event, "it was reported that during a surgery the shave blade fell out of the hand piece. There was no harm for patient, operator or third party reported. No further information receive. Update dw 22-nov-2023: further information were provided that the event occurred during a knee arthroscopy. However, it was further reported that no issue with the shaver blade has occurred. An issue with the flush connection has occurred." The shaver attachment and the suction valve's capabilities performed to specification.